Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit lost tidal volume. The customer immediately noticed when patient was connected and switched ventilators. There was no harm to the patient or the user.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Biomed cannot duplicate the reported problem; therefore, the root cause of the reported issue could not be determine.